Event description:
It was reported that multiple times while administering vaccine the syringe cracked at the orange hub. No patient injury was reported.

Manufacturer narrative:
Device history record (DHR) review found no discrepancies or anomalies relevant to the complaint. The lot met established acceptance requirements. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).